Manufacturer narrative:
Reference regulatory report MFR # 2916596-2023-06310. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered cardiac arrest and passed away. The patient was found deceased after the permanent pacemaker device company picked up on an abnormal rhythm. The patient was not connected to any power source. The cause of death was unclear.

Manufacturer narrative:
D9: the pump cable connector was returned for evaluation. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Evaluation of the returned portion of the pump cable did not reveal any findings that would have contributed to a functional issue. An electrical continuity test of the returned pump cable, in the condition it was received, was conducted and all wires were found to be electrically intact. The outer jacket and inline connecter bend relief were removed, and examination of the armor layer found it to be unremarkable. The armor layer was removed, and the underlying bionate was unremarkable. The bionate was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned pump cable was then run on a mock circulatory loop using a test heartmate 3 pump, the returned modular cable, and the returned system controller. The system operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction, lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.